Manufacturer narrative:
(B)(4) - secondary surgery, incision sutured - (B)(4). Eval results: visual inspection of the returned product found no visible damage to the lens. Lens was returned dry. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined; (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.2 mm implantable collamer lens on (B)(6) 2010. The lens was removed on (B)(6) 2010 due to an anterior subcapsular cataract. The incision was enlarged to remove the icl and cataract. One suture was used to close the wound. No other lens was implanted. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is available.